Event description:
The customer reported the device main screen would not power on. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One power pca was returned for failure analysis. The reported problem was verified during lab testing as the screen was dark. The problem was isolated to f7-1a fuse, which was found open.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device main screen would not power on. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.